Event description:
It was reported that there were cracks in the customer's insulin pump case. Customer's blood glucose was not known. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, a cracked reservoir tube, a missing end cap sticker, cracked lcd window and cracked battery tube threads.